Manufacturer narrative:
This device involved in this event has not been returned for evaluation. Following completion of the investigation, a follow-up medwatch will be submitted. (B)(4).

Event description:
It was reported from (B)(6) that during an embolization treatment of an avm, during advancement of the coil, friction was encountered. Upon withdrawal of the device, the coil detached from the delivery pusher. No intervention was reported. The patient outcome was reported to be good. No harm or injury was incurred.